Event description:
It was reported that after the surgery, continuous cardiac output measurement value became abnormally low. Blood temperature was measured normal. There were no patient complications reported.

Manufacturer narrative:
Device not returned.